Event description:
The plaintiff, alleges that while working as an rn was exposed to latex gloves and has been diagnosed as suffering from type-1 latex allergy. The plaintiff alleges suffering from inter alla urticaria, hand dermatitis, allergic rhinitis, itchy and watery eyes, chest congestion, and dyspnea (wheezing and asthma). The plaintiff further alleges that the plaintiff is at risk of suffering anaphylactic reactions when the plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Furthermore, the plaintiff alleges that the plaintiff has suffered severe and irreversible latex allergy and is restricted in entering any environment where the plaintiff is exposed to latex proteins, entering such environments puts the plaintiff at serious risk for anaphylactic reaction. The plaintiff alleges that the plaintiff must live their life in constant vigilance for the presence of latex products, avoiding everyday common products that contain latex. The plaintiff also alleges that the plaintiff is restricted in their life as to where can go, and what can do with their life, with career, and with family. The plaintiff alleges that the plaintiff finds it difficult to seek medical and dental care, and entering a non-latex safe environment in a hosp, for any purpose, is a health hazard. Furthermore, the plaintiff alleges that the plaintiff has suffered and will continue to suffer in the future, emotional distress, and an inability to engage in normal activities. The plaintiff also alleges that the plaintiff has suffered physical injuries, as well as despair, and loss of the enjoyment of life, all of which are of a permanent and continuing and life threatening nature, and other damages. Finally, the plaintiff alleges that the plaintiff has suffered great loss and depreciation of earning capacity and will continue to suffer same for an indefinite time in the future.